Event description:
It was reported that patient enrolled in clinical study, underwent a left total hip arthroplasty on (B)(6) 2003. A subsequent revision of the cup and head was performed (B)(6) 2008, due to infection. No further information has been provided. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2008 was due to acetabular cup loosening and infection. The operative notes confirm that the acetabular cup and modular head were removed and replaced with antibiotic spacer molds.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, early or late postoperative, infection, and allergic reaction. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2013-01363 / 01364).

Event description:
It was reported that patient enrolled in clinical study, underwent a left total hip arthoplasty on (B)(6) 2003. A subsequent revision of the cup and head was performed (B)(6) 2008, due to infection. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected dates and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01363-1 / 01364-1).